Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve did not fully expand. A balloon aortic valvuloplasty (bav) was performed. Following the bav it was noted the left coronary artery (lca) was occluded. An attempt was made to cannulate the lca ostium, but was unsuccessful. Extracorporeal membrane oxygenation (ECMO) was initiated and the patient was transferred to surgery for coronary artery bypass graft (CABG), during which, the valve was removed and replaced with a surgical valve. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that four days post CABG and surgical valve implant, the sternum was closed and the patient remained on inotropic support. Six days post implant due to poor hemodynamics and poor glasgow coma scale/score (gcs), a brain scan was performed and showed no obvious changes. Seven days post CABG, echocardiogram revealed left ventricular ejection fraction (lvef) of 21%. ECMO was removed at eight days post op however, the patient's consciousness did not recover. A perfusion computed tomography (CT) was performed and no obvious abnormality was found, especially around the brain stem. Fever with leukocytosis were noted on post op day nine. Antibiotics were changed for infection control. Hypotension with drop of hemoglobin was noted on post opday ten and laboratory data indicated elevation of procalcitonin and crp level. After discussion with the family, a dnr was signed and re-intubation was refused. The patient expired on post-op day ten. Patient information updated in a 2-4.